Event description:
It was reported the battery would not charge. There was no reported adverse impact to the customer's blood glucose level. Multiple follow up attempts were made to obtain additional information but no response was received.